Manufacturer narrative:
Zoll medical japan evaluated the device. Review of the device logs identified multiple smart battery communication faults. The end user reported the issue was resolved after cleaning the battery well pins. The issue could not be reproduced during evaluation. The flex circuit associated with the battery and defibrillator receptacle pins was replaced as a precaution. Device data also confirmed error 24 (shock button pressed/stuck) during power-on self-test. It could not be determined whether the button was held during startup or mechanically stuck, as button press activity is not recorded in device history. Functional testing and visual inspection showed no abnormalities, and the device passed all testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a critical error 11 was observed in the error log. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.